Event description:
It was reported that during the implant attempt, the helix stopped extending and physician was unable to get stylet down the lumen. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was found to be distorted. It was also noted that there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Analyst visual comment indicated that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.